Manufacturer narrative:
Reference record (B)(4). Catalog number is the standard us list number. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020, the patient reported a stoma site infection and bruising around the tubing. On an unknown date, the patient was treated with oral antibiotic, keflex. On (B)(6) 2020, the patient reported that the infection has cleared up and will have tube replacement on (B)(6) 2020.